Event description:
The patient experienced a loss of stimulation sensation and pain in the vaginal area. Specifically, when she increased the stimulation she felt it for a minute then it would go away. The pain in the vaginal area would occur when she first turned the stimulation on. It was noted that this event began last month. She had an appointment next week to meet with her healthcare professional. Additional information was requested.

Manufacturer narrative:
(B)(4).